Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had moved to a subpectoral pocket. Additionally, the patient had twiddler syndrome. This ICD remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the patient underwent lead repositioned and the device was repositioned into subpectoral pocket. To prevent twiddling in the future. No additional adverse patient effects were reported.